Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. The technical service representative (tsr) had the patient close all the clamps and cycle the power on the device to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The tsr assisted with ending the therapy and disconnecting. There was no patient injury or medical intervention associated with this event. No additional information is available.